Event description:
It was reported that the pt presented with increased swelling and pain in his right knee. X-rays exhibited the appearance of a broken polyethylene space which was displaced into the anterior compartment of the knee. Polyethylene exchange and lavage was performed.

Manufacturer narrative:
This report will be amended when our investigation is complete.